Event description:
The patient stated that she believed that her infusion device did not detect an occlusion, and that it did not display an 04 error, when she observed an air bubble in the infusion set tubing, and she was not receiving insulin as expected. She reported feeling "awful, dizzy, really nauseous, and draggy." She then measured her blood glucose, and the meter displayed "high". She conveyed that the measuring limit of her blood glucose meter was 600 mg/dl. She reported a normal blood glucose range of 100-160 mg/dl. She then checked her infusion set tubing. When she bolused, she observed no insulin passing through the tubing. She changed her insulin cartridge and infusion set at that point. As she was not sure how much to bolus to correct her blood glucose, she bolused an amount (units not provided), and measured her blood glucose every 45 minutes. At the time of troubleshooting with a company representative, she had experienced a clearable 04 occlusion error that was related to her infusion site. She was advised regarding infusion site management. The patient transitioned to her backup infusion device and primary infusion device was requested to be returned for evaluation. During follow up, she conveyed that her blood glucose had returned to normal. She reported a blood glucose value of 138 mg/dl. She reported that she has not experienced a reoccurrence of the concern since transitioning to her backup infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue.